Event description:
It was reported to medtronic minimed that the customer stated that the pump was dropped in the bathroom. After that, the pump did not turn on, then the battery was changed, and the metal piece on the battery cap came off. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for damage. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. Troubleshooting was performed for display issues, and the customer reported display did not return after inserting a new battery. Troubleshooting was performed for battery cap issues, and the customer reported battery cap damage. The customer is to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display. Unable to perform the self test, sleep current measurement, and active current measurement due to blank display. Unable to download history files and traces using thump or generate the power management graph due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1 and pcba 2. The motor had moisture damage. No damage noted on the force sensor. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. The pump was received with a minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, stained serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The p-cap locks properly into the reservoir compartment. The pump was received without the battery cap. Unable to verify damage to the battery cap. Display anomaly-blank display confirmed. Upload error confirmed (unable to download history files and traces using thump due to blank display). Cosmetic damage was confirmed at the front of the pump and at the back of the pump. Damage-battery cap unknown. Damage-broken -battery cap contacts missing/damaged unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.